Event description:
New information received notes that premature battery depletion was suspected and the device had reached the elective replacement indicator (eri) prior to explant.

Manufacturer narrative:
When received the device depletion was determined to be premature. The cause of the premature battery depletion was consistent with li cluster formation.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented at the emergency room following a battery performance alert (bpa) advisory, confirmed by device interrogation. The device was explanted and replaced. The patient was stable.